Manufacturer narrative:
Dermagraft device may have been applied after the printed expiration interval. Product was clearly labelled and the customer discovered the mistake. The root-cause was determined to be human error.

Event description:
On (B)(4) 2008 (B)(6), rn of (B)(6) hospital's podiatry dept contacted advanced biohealing, inc., after discovering that her office had applied a dermagraft to a pt's wound after the expiration date printed on the product label. The dermagraft was applied on (B)(6) 2008 though the product label clearly stated that the product expired on february 10, 2008. (B)(6), the treating physician, was contacted to obtain further details. (B)(6) replied with a signed letter that he believed the expired dermagraft was discarded and a non-expired dermagraft was implanted, but since the chart states that the expired product was implanted, he cannot provide a definitive conclusion as to what exactly happened. The product was not explanted and no adverse reactions have been reported to date. Dose, frequency and route used: one dermagraft applied. Diagnosis for use: diabetic foot ulcer.